Event description:
The customer reported that the device did not coagulate properly. The surgeon used a second device to finish the case. There was no pt injury. No further info is available from the site at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.